Event description:
It was reported that the battery remaining in this device has decreased down to 13% at the last follow-up. A review of device downloaded memory was done by technical services and premature battery depletion was confirmed. The device remains implanted, however technical services recommended explant. The patient got an inappropriate shock due to oversensing of noise. The patient heard beeping from the device. The shock impedance for the event was 133 ohms. There were no adverse patient effects. The system remains implanted.